Manufacturer narrative:
Additional narrative: the device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A 24 months complaint search into the complaints database was performed, no other similar complaint was reported associating the provided product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Asr products were implanted on the (B)(6) 2008 and the cup and head were revised on (B)(6) 2012 stem remained in situ. Due to the loosening of the femoral stem, a revision is planned for (B)(6) 2015. Asr revision reported on (B)(4). The stem details are : product code : l20310; lot number : 2400549. (B)(6) 2015 - to keep you updated with this case, the revision went ahead today ((B)(6) 2015). The revision surgery was performed by dr (B)(6), at (B)(6) hospital. A company representative was present in the case and will follow up for additional information. I will forward this to you once received. It has not been confirmed if the explants will be available for investigation yet, will let you know.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.